Event description:
Technician opened a pair of medline sensicare sterile gloves, size 7 (lot# 612893046370, ref/item# (B)(4)) to discover some brownish spotting on the gloves. Medline contacted, quality complaint #(B)(4) assigned. Affected gloves to be returned to medline for analysis. Pulled that lot# out of circulation.